Event description:
Reporter noted post-operative breakage of sutures. No injury or intervention reported initially. Follow-up info indicated this pt had loose sutures one week post-op, with pain, loss of vision, wound leak and iris prolapse. Resutured in office. Pt reportedly better.